Manufacturer narrative:
The product was not returned for analysis. Results from the product history records review indicated the product met release criteria. Product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A consumer reported that his vision is not as good as it was immediately following bilateral intraocular lens (iol) implant surgery. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.